Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the deep brain stimulation implantable pulse generator (ipg) experienced an issue where the stimulator's charge level became so low that it turned off. The patient's representative indicated they typically charge the device every 3.5-4 days, usually at 40%. However, after charging the device to 100%, it quickly depleted to 60% the following day. Additionally, a service code 2703 was observed, and charging to 100% did not resolve this message. There were no recent reprogramming or changes to settings, and the patient had not experienced any falls, trauma, or changes in activity. Troubleshooting did not resolve the issue, and the patient was advised to consult their healthcare provider for further assistance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). The cause of the rapid battery drain is unclear, however, the hcp discovered high impedance across bipolar contacts 0,1, and 2. The hcp changed the bipolar contacts to those with normal impedance values, and said they would notify medtronic if the issue did not resolve.